Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.4,h.6 and h.11. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that are no additional complaints associated with it. The investigation is concluded based on the sample evaluation outlined below. The returned instrument was received at the investigation site in its outer blister, covered with the tyvek lid foil which shows the lot information. The inner blister which offers protection during the shipment was not used. The instrument evidently shows macroscopic sign of damage. Specifically, the forceps arms and the tube are significant bent. The returned instrument was visually inspected with the aid of a photomicroscope using various magnifications. The visual inspection confirmed the macroscopically noticeable damage and displayed the deformation of the forceps arms in detail. The level of damage as well as the missing inner blister suggest that the deformation of the forceps arms and the tube was caused during the shipping process from the complainant to the investigation site. As the blister was opened by the customer, the product was handled. Therefore, the point in time when the defect occurred can no longer be determined, nor can the strain put on the device be reconstructed. The customer's complaint is therefore confirmed but the root cause cannot be identified by this investigation. Since the situation that lead to the damage can not be reconstructed, a root cause for the product defect cannot be determined. The exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the tip of an ophthalmic forceps could not close during surgery. Surgery was completed after replacing a product with a new one. There was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).